Manufacturer narrative:
Zimmer biomet complaint (B)(4). This event was previously captured in 0001032347-2021-00605 and will now be reported. A new complaint file and MDR were created as event dates were provided. Report source: foreign - (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the drill has broken. No known impact or consequence to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of returned items show that the drill bits have fractured in the shaft of the drill bit area toward the collar area end. The remainder of the drill bit was not returned. No other information can be determined from returned product. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Medical records were not provided. Review of the device history record(s) for item# 01-9198 lot# 347549 identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: d4; h2; h4; h10. The following sections were updated: b4; b5; g3; g6; h1; h10. Visual inspection of returned item shows that the drill bit fractured in the shaft of the drill bit area toward the collar area end. The remainder of the drill bit was not returned. No other information can be determined from returned product. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.